Event description:
It was reported that pump malfunction occurred and displayed malfunction code. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset with assistance, did not experience repeat malfunction, was advised to continue using pump, and was instructed to call back if malfunction recurred.